Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) due to atrial fibrillation (af). Analysis showed that the device power did not appear to be affected by hydrogen issue. The change in longevity was likely related to changes in right ventricular (rv) pacing percentage and rv set to auto. Additionally, device showed consistent atrial sensing episodes. The device remains in service. No adverse patient effects were reported.